Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was returned to philips (B)(4) for failure investigation, it was tested and no failures were identified. The root cause of the reported issue could not be determined as the reported issue could not be reproduced during failure analysis on the returned part. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.